Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a ureteroscopy with laser lithotripsy procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, approximately 10 successful passes were made with the basket. However, the sheath was noticed to be detached from the handle of the device after being removed from the ureteroscope following a pass. The sheath was reported to have remained in one piece, and nothing detached or remained inside the patient. A second zero tip nitinol stone retrieval basket was utilized. Please reference medwatch report number 3005099803-2010-02994 which documents the second device. A third zero tip nitinol stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The investigation found the retrieval basket closed with a severely kinked, torn, stretched, and out of specification sheath. A portion of the sheath remained attached to the handle while the rest was loose on the drive wire. The ends of the torn sheath were inspected under a microscope to find the ends frayed, but there was no indication that an electrified instrument caused the damage. The handle was not able to deploy or retract the basket due to the torn sheath, however the basket was able to deploy and retract with ease when manually functioned. The out of specification sheath may be due to the use and handling of the device during the procedure. The most probable root cause for this complaint is operational context.